Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Due to the missing tip, measurement of applicable dimensions of the drill bit could not be completed. No product fault could be detected. The exact cause of the reported issued is undetermined. It is possible that too much applied force has caused the breakage. High applied force such as lever action to align the drill hole must is possibly the root cause for this breakage. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
The drill bit broke. This is 1 of 1 report for (B)(4).